Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. The patient went to the surgeon complaining of knee pain. The surgeon opened the joint in standard fashion. The surgeon noticed the knee looked a little lax. The surgeon trialed with large poly¿s until he found that the patient¿s knee was stable. The surgeon inserted an 18 mm poly. The surgeon then closed the knee.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of joint laxity, which led to pain. The surgeon did not allege any device malfunction or unusual wear of the insert.